Event description:
Reporter indicated that vns pt had been diagnosed with vocal cord paralysis. Treating physicians plant to wait a couple of weeks before initiating stimulation to see if the condition resolves spontaneously. The pt reported that the initial implant surgery lasted for 4 hours and that during the procedure, the first device used was determined to be defective so it was removed and a different device was implanted. The pt complained of continuous severe hoarseness after the implant surgery, although stimulation had not yet been initiated.

Event description:
Further follow-up revealed that the patient continues to improve and vns therapy has been started. The patient's device is currently at .50ma output current. The patient's next appointment is in march.